Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a large growth in the pocket area and this pacemaker was part of a system explant due to infection/sepsis . It was noted that the patient was hospitalized and intravenous antibiotics were administered. There were no additional adverse effects reported.